Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ent procedure, at the end of the intracapsular removal of the left amygdala, it was noticed that the procise xp coblator was no longer producing plasma and its electrodes stopped working. Surgery resumed after a non-significant delay with a back-up device. Patient´s health condition is stable. No further complications were reported. As per investigation results, a review of the customer provided images shows a wand with a detached electrode.

Manufacturer narrative:
H10: h3, h6: the reported device was returned for evaluation. A visual inspection found a wand with a detached electrode. A functional evaluation revealed that the device was plugged into the controller and registered settings (7,3). The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events.the instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the requested clinical documentation including the operative report have not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unknown if the IFU was adhered to. The coblation wands are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. However, it was reported ¿the patient¿s health condition is stable.¿ no further medical assessment can be rendered at this time. An analysis of the customer provided image(s) found a wand with a detached electrode and an unclear picture of inside the patient. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.